Manufacturer narrative:
Product has not been returned for eval. A f/u report will be forthcoming.

Event description:
"I noticed at the end of the case. I looked in and found 2 small fragments, but was missing the biggest piece. I opened the pt and couldn't find it at all. We eventually found the fragment inside the port mechanism."